Event description:
It was learned that an unknown size 11500AJ aortic valve was explanted after an unknown implant duration due to regurgitation associated with endocarditis. The patient outcome post-operative was not provided.

Manufacturer narrative:
H11: Additional Manufacturer Narrative:The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.